Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013 and suture was used. During the procedure, while passing the needle through tissue, the needle came away from the suture. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 02/07/2014.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.